Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image" involving pentax model eg29-i10/serial (B)(4). Follow up with the user confirmed the event occurred while performing pre-inspection check of the device. No further information was provided. The device was returned to pentax on 06/28/2021. Pentax service inspectional findings included: fluid invasion in pve connector, failed dry/wet leak test, endoscope failed electrical safety test - plct, image intermittent, leak at # 1 remote control button cover, # 2 remote control button cover cracked, umbilical cable bump at pve side. The device is pending repair and replacement of the following components: pcb for ccd drive pb-free electrical connector assy, remote control button (1). This device has been routinely serviced at a pentax facility since the device was put into service.